Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Device had missing reservoir tube o-ring, broken belt clip slot.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the little piece of plastic around where her reservoir went in has broken. The customer¿s blood glucose level was unknown. The customer also stated that the reservoir lip ring was damaged. Troubleshooting was performed for damage and noticed the reservoir did not lock in place. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.